Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made mistake. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On an unreported date, the patient began remedial treatment with injections of tazomac 2.25gm intravenously (IV) twice daily and vanconex-cp ip 1gm stat. The root cause of the peritonitis was break in aseptic technique, described as patient made mistake. At the time of this report, the peritonitis was resolving and outcome for the break in aseptic technique was not reported. Dianeal remained ongoing. Concomitant medications were not reported. The nurse did not provide an assessment of causality.